Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 9 years after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, dyspareunia since (B)(6) 2015, menorrhagia since (B)(6) 2015 and dysmenorrhea since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain ("pain"), incontinence ("incontinence") and libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2015/laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pain, incontinence and libido decreased outcome was unknown. The reporter considered incontinence, libido decreased, pain and uterine perforation to be related to essure (ess205). The reporter commented: as per mr: 5 rings at left; 3 at right. Procedures: 1. Laparoscopic-assisted vaginal hysterectomy with bilateral tubes and ovaries. 2. Cystoscopy. 3. Monarc suburethral sling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporter information, patient details, medical history, lot no, auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, dyspareunia since (B)(6) 2015, menorrhagia since (B)(6) 2015 and dysmenorrhea since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain ("pain"), incontinence ("incontinence") and libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2015/laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pain, incontinence and libido decreased outcome was unknown. The reporter considered incontinence, libido decreased, pain and uterine perforation to be related to essure (ess205). The reporter commented: as per mr: 5 rings at left; 3 at right. Procedures: 1. Laparoscopic-assisted vaginal hysterectomy with bilateral tubes and ovaries. 2. Cystoscopy. 3. Monarc suburethral sling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence lot number: 620735 manufacturing date: 2006-07 expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, dyspareunia since (B)(6) 2015, menorrhagia since (B)(6) 2015 and dysmenorrhea since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain ("pain"), incontinence ("incontinence") and libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2015/laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pain, incontinence and libido decreased outcome was unknown. The reporter considered incontinence, libido decreased, pain and uterine perforation to be related to essure (ess205). The reporter commented: as per mr: 5 rings at left; 3 at right. Procedures: laparoscopic-assisted vaginal hysterectomy with bilateral tubes and ovaries. Cystoscopy. Monarc suburethral sling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence. Lot number: 620735, manufacturing date: 2006-07, expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') in an adult female patient who had essure (ess205) (batch no. 620735) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included chronic cervicitis since (B)(6) 2015, benign ovarian cyst since (B)(6) 2015, dyspareunia since (B)(6) 2015, menorrhagia since (B)(6) 2015 and dysmenorrhea since (B)(6) 2015. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pain ("pain"), incontinence ("incontinence") and libido decreased ("low sex drive"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2015/laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pain, incontinence and libido decreased outcome was unknown. The reporter considered incontinence, libido decreased, pain and uterine perforation to be related to essure (ess205). The reporter commented: as per mr: 5 rings at left; 3 at right. Procedures: 1. Laparoscopic-assisted vaginal hysterectomy with bilateral tubes and ovaries. 2. Cystoscopy. 3. Monarc suburethral sling. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence lot number: 620735 manufacturing date: 2006-07 expiration date: 2008-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205) at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain"), incontinence ("incontinence") and libido decreased ("low sex drive"). The patient was treated with hysterectomy - surgery to remove essure on (B)(6) 2015. Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, pain, incontinence and libido decreased outcome was unknown. The reporter considered uterine perforation, pain, incontinence and libido decreased to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation). This event is anticipated in the reference safety information for essure. Coils were removed approximately 9 years after insertion. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.